Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknow), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported power loss issue could not be duplicated during evaluation with a known good battery. No issues were found with the battery connection assembly or cables. Device log review found one shutdown was due to low battery after over 4 hours of battery-only use, which is expected. The device was recertified and returned to the customer. No trend is associated with reports of this type.